Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there an alleged deficiency against surgicel product? If yes, can you please provide specific details for each patient who experienced a hematoma after the use of surgicel? What is the product code and lot number of surgicel used during the initial index procedure? Date of initial procedure. Patient initials, age, gender, and past medical history. Citation: urol ann 2016;8:208-12.

Event description:
It was reported in journal article ¿hemostatic agents for access tract in tubeless percutaneous nephrolithotomy: is it worth it?¿ and the objective of the study was to evaluate the rate of postoperative complications after the use of hemostatic agents within the access tract in patients managed with tubeless percutaneous nephrolithotomy (tpnl). The authors performed a retrospective analysis of tpnl between january 2010 and december 2013. In group 2 patients, a cylinder of absorbable hemostatic agent in addition to 1 unit of gelita were placed within the access tract. Related to postoperative complications, it was reported that patients in group 2 presented with perirenal hematoma. The patients were managed in a conservative manner (rest, analgesia, daily hematocrit measure during the 1st days and antibiotics). Follow-up noncontrast CT after 3 months showed complete resolution of hematomas. The study found no relative differences between groups in terms of postoperative complications. Additional information has been requested.